Event description:
Boston scientific corporation became aware of an event that occurred in 12/2005, where the subject device was introduced as the second coil through an excelsior sl-10 microcatheter and it got stuck. It was removed together with the microcatheter. The subject device was soaked in a saline prior to use. Continuous flush was maintained during the procedure. No complications with the patient were reported to have occurred during the event.